Manufacturer narrative:
Additional information in h4.

Event description:
It was reported that the threads of four set screws were damaged during the procedure. They were removed and replaced with alternates to complete the case. There was no reported patient harm. This is report four of four for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and correction to previously reported information. Inspection: the item numbers and lot numbers were confirmed to match information in the complaint file. All four closure tops exhibited varying levels of worn threads. Two were fractured to the point of stripping part of the threading off. Two showed dented threads. All four showed effects of wear and tear. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimmer biomet¿s control. Complaint history: see (B)(6) for a review of the complaint history for this issue. Potential root cause: as this failure is regularly occurring with known causes and impacts, a more thorough investigation has been documented and can be found in etm-00414 (see attached). This evaluation provides a full analysis of potential causes based on testing performed by the engineering department, a review of the IFU and stg, as well as an analysis of the failure rates, severities and overall risk evaluations for a time period greater than the standard 12 month evaluation based on (B)(4). As this etm is being referenced, the failure that has occurred in this event does not exceed the severity identified and is associated with the failure being assessed in the etm. Per the etm, the cross threading/stripping can often occur due to misalignment of the screw head on the extender sleeve. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the threads of four set screws were damaged during the procedure. They were removed and replaced with alternates to complete the case. There was no reported patient harm. This is report four of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00399 to 3012447612-2020-00402.

Event description:
It was reported that the threads of four set screws were damaged during the procedure. They were removed and replaced with alternates to complete the case. There was no reported patient harm. This is report four of four for this event.